Event description:
Home health nurse states curlin sounding alarm and displaying system time out. The nurse turned it off and on and replaced batteries, same error. The nurse will infuse via gravity. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number - (B)(6). Indication - chronic inflammatory demyelinating polyneuritis did we replace device? Yes, if yes, was the patient able to successfully continue their infusion? Yes, via gravity what is the outcome of the event? Resolved? Ongoing? Resolved.